Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was experiencing difficulty matching the registration points to real life landmarks. It was unclear how site proceeded with case as a result of this difficulty. There was a delay of less than 1 hour. Additional information was received. It was reported that there was no impact on patient outcome. It was also noted the site does in-house image acquisitions and often cuts off the back of the patient's head and tip of the patient's nose in the scans, and then leave the patient alone while they prep for the case. These factors could lead to difficulties and inaccuracies.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , version #: 2.1.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. According to the case description, the site experienced difficulty in matching the registrat ion points to real-life landmarks. However, based on the information provided on 29-may-2025, the field representative (rep) observed that the site often performs in-house image acquisition with incomplete head coverage and conducts awake procedures where patients are left unattended during preparation both of which can contribute to potential registration issues and inaccuracies. Based on the available information, it appeared that patient movement and the possibility of scans or workflow not adhering to protocol may have caused the reported issue. While this appeared to be a user error, logs and archives could not capture patient movement and therefore were not helpful in this case. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.